Event description:
Information received with return of the device notes that during a demonstration and while the device was still in the box, dashes (---) were noted for several parameters. The programmer stalled during the histogram collection phase and communication was no longer possible. Evvi was pressed with apparent device response, however, programming was not possible.